Event description:
It was reported that the user began using the ilet earlier in the day, announced and ate lunch after training, and subsequently experienced hyperglycemia with a blood glucose of 343 mg/dl that was trending down at 339 mg/dl during the call; no alerts or alarms were reported, and troubleshooting and education on the algorithm¿s learning and correction behavior were completed. Symptoms included hyperglycemia. Outcomes included transient elevated blood glucose without need for medical intervention. Investigation included review of device performance through user interview and assessment of blood glucose trend and user education. Investigation of this case revealed no device malfunction, with performance consistent with expected algorithm behavior during initial learning and post-meal correction. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.